Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production docu-mentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed no leakage when applying pressure up to rbp. The microscopic analysis of the balloon surface showed no leakage and no damage. Thus, the reported event could not be reproduced. Review of the production documentation confirmed that the instrument was manufactured according to specifi-cations and passed all inprocess and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations of the device being subject to this complaint, we can confirm that no product failure could be determined.

Event description:
The orsiro drug-eluting stent system was selected for use. During inflation of the orsiro it was noticed that the pressure could not be hold due to a pinhole in the delivery balloon.